Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid (15 mg/ml at 7 mg/day) via an implanted pump. The pump's indications for use (ifus) were listed as non-malignant pain and other chronic/intractable pain (trunk/limbs). On 2016-01-04, the hcp reported that an active motor stall message was displayed when the pump was interrogated. The motor stall occurred on (B)(6) 2016 at 6:06. The patient had been uncomfortable for the past couple days. It was noted that the patient didn't have a magnetic resonance imaging (MRI) performed recently. The hcp later reported on 2016-01-19 that the pump was explanted on (B)(6) 2016. Follow-up was conducted for the cause of the stall, troubleshooting performed, and actions/interventions steps taken to resolve the event, but this information wasn't provided. If additional information is received, a follow-up report will be sent.